Event description:
This is filed to report single leaflet device attachment (slda), requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with a very restricted posterior leaflet. The first clip was implanted a2/p2 medial with no reported issue. After deployment, a single leaflet device attachment (slda) was observed. The clip had detached from the posterior leaflet. The physician thought that there was tension on the anterior leaflet, which was the cause of the slda. Another clip was implanted a2/p2 central, lateral to the first clip. The first clip appeared stable, and mr was reduced to grade 1-2. There was no injury to the patient due to the slda. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the available information, the reported incomplete coaptation/slda appears to be due to procedural conditions. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.